Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided pe cup product code/lot code combination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown glenosphere lot code. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.